Manufacturer narrative:
The manufacturer did not receive devices, w-rays, or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a biolox delta taper liner ii/36 broke, while trying to insert it with the insert instrument. The broken liner was explanted and replaced with a new one.